Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed the final pack battery voltage delta test. Device was tested in manufacturing and failed the same test. The device was returned to the reliability assurance laboratory for analysis.